Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the condition of "pull failure screen on all three channels" was not confirmed nor duplicated. However, the condition of failure code 313:425:250:0025 was discovered and confirmed during product evaluation by baxter quality engineering. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a condition of "pull failure screen on all three channels," which was identified upon device power-up. Upon reviewing the pump's event history, baxter quality engineering identified this condition as failure code 313:425:250:0025 and discovered this event interrupted delivery on channel a. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.